Manufacturer narrative:
The patient had an injury to t9 that resulted in surgery. The patient was using the device as many as 5 times per day at the time of injury. The patient required surgery and is not using the device while recovering. The patient's hct recommends that the patient resume vest therapy after clearance from surgery. The account made no allegation of the vest malfunctioning. Based on this information, no further action is required. This is a serious injury per FDA definition.

Event description:
Hill-rom received a report from the account stating the patient had to have t9 surgery which may have resulted due to vest therapy. The device was located at the patient's home. There was a patient/user injury reported. (B)(4).